Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/24/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/03/2015 with the following findings: a review of the black box revealed several unexpected power on reset events. The battery compartment was found to be cracked and was missing a portion at the threads on the side. The returned battery cap threads were found to be stripped and the battery cap was unable to secure to the pump. Reboots occurred with the pump with the returned battery cap and the reported ¿power¿ complaint was duplicated during investigation. A test battery cap was used to complete investigation and was able to secure to the pump. The ¿ez-prime¿ steps were performed correctly; there were no further power interruptions or any errors, alarms or warnings that occurred during testing. The pump¿s cover was removed; there were no intermittent conditions found to the pcb or to the cgm module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The battery compartment reportedly was cracked and there was an intermittent power issue with the pump. The battery cap reportedly was replaced approximately 1 to 3 months ago. It was noted that the battery cap was not damaged; however, the yellow o-ring was visible. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.